Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that starting about 3 weeks ago, they started feeling the vibration down to their legs and feet to the point where their toes would curl and then it would stop. Patient reported that the vibrations would happen randomly and not only when they would use the restroom. Patient stated the vibrations would sometimes happen while they were laying down and they would feel it from the implant directly down their legs and not around their bicycle area. Patient then stated that they would call a different number and talk to the rep about the concern. Patient will call back if they need further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.